Event description:
The reporter stated that the customer experienced a failure code 570. The reported condition was found during biomed testing. There were no deep discharges below alarm threshold nor were there any charge/discharge cycles noted in the battery history. No patient injuries or medical intervention occurred as a result.